Event description:
Additional information received stated that there will be redo of pascal for the same patient on (B)(6) 2024.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Event description:
Edwards received notification of a pascal ace precision in mitral position where after tsp (transeptal puncture), it was very challenging to put a wire into the lupv (left upper pulmonary vein). A lot of maneuvering with the wire in the la (left atrium) was needed to insert the wire. After insertion of wire in lupv, a small pericardial effusion was observed causing no hemodynamic changes. During device insertion, an unusual trajectory of the device out of the tsp was observed. After advancing the implant out of the guide sheath, exactly after closing the device in the la, a massive pericardial effusion was identified, and CPR was initiated. A bail out of pascal was then performed. Pericardial drainage was performed immediately after that conversation to open sternotomy. The patient was put on extracorporeal blood flow to find a puncture. A hole was found measuring approximately 4x4mm. The pericardial effusion was eliminated with surgery. Patient woke up later evening and was neurological adequate. As per medical opinion the heart was punctured with the wire as the pericardial effusion was seen at this stage but the rapid bleeding after the device closure makes him to think that a bigger hole was done with the pascal device. After the clinical team reviewed the images, the physician was still uncertain if the event happened due to the wire, or the implant. With the limited imaging windows that are seen in the recording, it is hard to be sure which one out of the two could have been the root cause of the event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with objective evidence. No manufacturing non-conformities were identified from the investigation. There was no allegation of product malfunction reported. The internal imaging evaluation confirmed a pericardial effusion after the ace device was introduced and closed outside of the guide sheath. The guidewire (gw) was then rapidly retracted and removed. Transseptal puncture access was lost and regained. The gw appeared to be extracardiac in a lateral/posterior/inferior location outside of the left atrium. Immediately after tension was noted, the pericardial effusion rapidly developed. Available information suggests this event was caused by procedural use (physician commented the wire punctured the heart when the pericardial effusion was noted, though physician was not certain if the edwards device caused a bigger hole) may have contributed to the adverse event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with objective evidence. No manufacturing non-conformities were identified from the investigation. There was no allegation of product malfunction reported. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The internal imaging evaluation confirmed a pericardial effusion after the ace device was introduced and closed outside of the gs (guide sheath). The gw (guide wire) was then rapidly retracted and removed. Tsp (transseptal puncture) access was lost and regained. The gw appeared to be extracardiac in a lateral/posterior/inferior location outside of the left atrium. Immediately after tension was noted against the lateral wall of the heart, the pericardial effusion rapidly developed. Available information suggests this event was caused by procedural use (physician commented the wire punctured the heart when the pericardial effusion was noted, though physician was not certain if the ew device caused a bigger hole) may have contributed to the adverse event. However, a definite root cause is unable to be determined.